Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. Pre-dilatation was performed with a 2.75x12mm trek balloon dilation catheter (bdc), then the 3x18mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was implanted. Post dilatation was performed with a 3x15mm nc trek bdc. After post dilatation a distal edge dissection was noted. Therefore, a 2.75x12mm xience skypoint stent was implanted to treat the dissection. No additional information was provided.